Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had an insulin flow block alarm. The customers blood glucose was 340 mg/dl. Troubleshooting was provided. The insulin flow block alarm was resolved due to replacing only the reservoir. The reservoir will return for analysis.